Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14ljn, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via a manufacturer representative reported that around (B)(6) 2016, the patient's lead was knuckling back at the entry site and it was painful at that site. The patient maybe did too much activity post-operatively that may have contributed to the issue. The troubleshooting performed was that the surgeon examined the patient and determined re-tunneling was necessary. No actions were taken to resolve the issue on (B)(6) 2016 and the issue was not resolved. Surgical intervention had been scheduled for (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via a manufacturer representative (rep) reported that patient had return of symptom. The programming was changed with no improvement. The impedances were above 4000 at office interrogation on all the pairs. The lead was replaced on (B)(6) 2015 and the issue was resolved at the time of the report. The patient status was noted as alive, no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and it was reported that the patient had 2 revisions because the wire had broken. The patient reported that the first time the wire broke was ¿probably (B)(6) 2016¿ and the revision was done in (B)(6) 2016. The patient reported that the second time the wire broke was (B)(6) 2016 and revision was (B)(6) 2015. The patient reported that she was experiencing the same symptoms. The patient reported that she had a total loss of control which started 2 days ago ¿ this was the reason the patient thought the wire was broken again. The patient reported that she was extremely thin and her healthcare provider said that was why the patient kept having the trouble with the wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.